Manufacturer narrative:
This MDR report is part of the 227 pilot program, e2015055.  (B)(6) device was received for evaluation; 1 event was confirmed during testing. (B)(6) device was found to be affected by a loose hose. This device is not repairable and was not returned to the user facility.   There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device had a damaged hose, which caused leaking of air and/or lubricant. There was no patient involvement; no patient impact.